Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after an interventional chronic total occlusion procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. When step 4, retracting the footplate, was attempted, the feet did not completely go into the guide. After opening and closing the lever, the device was noted to be stuck in the vessel. The vessel was incised and the prostyle device was removed. An unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.